Event description:
It was reported that the user performed a supply change on the ilet pump while connected and forgot to execute the rewind step, after which the user experienced low glucose values, including a nadir of 42 mg/dl, before returning to range following troubleshooting and education. Symptoms included hypoglycemia, fatigue, and nausea. Outcomes included urgent low glucose requiring immediate self-treatment. Investigation included user coaching on proper infusion set and cartridge change steps, including the need to rewind when connected to the body. Investigation of this case revealed use error related to failure to rewind during an infusion set and cartridge change while connected. It was concluded, based on previously established findings for similar reports, that the cause was user error.